Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and was hospitalized. Patient's device system was extracted on (B)(6) 2018. Patient was discharged on (B)(6) 2018 and will continue to be monitored.